Manufacturer narrative:
Date of event reported as an unknown date in 2021, manufacturing location: (B)(4), manufacturing date: march 11, 2020, expiration date: february 01, 2030, part: 04.037.113s, 11mm/125 deg ti cann tfna 200mm - sterile, lot: 45p6783 (sterile). One piece was scrapped after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.3, tfna lock drive, lot: 43p2650. Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended, lot: 23p9304. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from (B)(4) were reviewed and determined to be conforming. Part: 04.037.912.2, lock prong, 125 degree tfna, lot: 5l93157. Production order traveler met all inspection acceptance criteria. Part: 21127, timoagri16.00, lot: 28p8565. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Visual inspection: the inspection has shown that one wall of the blade hole is broken apart and that the other wall of the hole is cracked. The head piece is therefore still attached to the nail but strongly bent in the area of the crack. Otherwise, the received nail is in good condition; only some slight discolorations and stress marks are visible that can be traced back to the time in-situ and as well to the insertion and extraction procedure. Dimensional inspection: checked dimensions with caliper per drawing: bore diameter: pass. Outer shaft diameter: pass. Inner shaft diameter: pass. Slot centricity: pass. Document/specification review: drawing was reviewed to verify the relevant dimensions and the material specification. The review of the manufacturing documents has shown that the material of the nail body was according to the specification and the norm standard specification for wrought titanium-15 molybdenum alloy for surgical implant applications. Investigation conclusion: the complaint is rated as confirmed as the nail is cracked at the blade hole. The crack is also visible on the received x-rays. During the performed evaluation, no manufacturing related issue could be detected. Based on the provided information, we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that underwent revision surgery on (B)(6) 2021, due to a broken trochanteric fixation nail advanced (tfna) nail. Revision surgery was completed successfully with no delay. This report is for a 11mm/125 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).